Event description:
It was reported that the patient was not able to adjust stimulation and the display was showing the ¿call your doctor¿ icon. It was noted that the patient noticed this issue on the friday prior to the report. It was also reported that the patient¿s stimulator stopped working. It was later reported that the patient had no stimulation sensation; and that the patient was not feeling stimulation anymore and had increased stimulation to double the voltage the device was normally at. It was noted that the patient ¿started feeling weird¿ on (B)(6) 2014 while walking around at the mall. The following day the patient tried to increase stimulation and was not able to. It was noted that there had been no falls or trauma. It was noted that the patient only had one group for the left side and one for the right side. The patient¿s implantable neurostimulator (ins) was reportedly charged. On (B)(6) 2014 the patient reportedly saw the ¿call your doctor¿ icon. The patient reportedly thought the message said ¿dor.¿ the patient reportedly only saw the message on (B)(6) 2014 and at the time of the report the patient was able to synch with their ins and turn stimulation back on without seeing an error message. It was further reported that usually if the patient pushed on the ins they could feel the stimulation increase. It was noted that this had been going on since implant but at the time of the call the patient pushed on the ins and stimulation did not increase. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).